Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the cartridge loading process using multiple cartridges. The customer's blood glucose (bg) level ranged from not impacted to 120 mg/dl. During each event, the customer was able to successfully load another cartridge. Reportedly, the customer uses humalog in the cartridge for 3 days.